Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he has peritonitis. A written response from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was obtained, and the patient was initially treated with vancomycin and ceftazidime (route, durations, dosages, frequencies not provided). Although the timeline of events is largely unknown, it appears the peritoneal effluent fluid cultures returned positive for pseudomonas aeruginosa, and the patient¿s antibiotics were discontinued and replaced with levaquin (route, dose, frequency, duration not provided). The pdrn reported the cause of the peritonitis was determined to be an environmental contaminant, however no specifics were provided. The patient¿s pd catheter (not a fresenius product) was reportedly removed (date not provided) and the patient transitioned to hemodialysis (hd) for rrt. The patient is recovering from the serious adverse events and will return to pd therapy once the infection has cleared. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage on the door cover. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he has peritonitis. A written response from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was obtained, and the patient was initially treated with vancomycin and ceftazidime (route, durations, dosages, frequencies not provided). Although the timeline of events is largely unknown, it appears the peritoneal effluent fluid cultures returned positive for pseudomonas aeruginosa, and the patient¿s antibiotics were discontinued and replaced with levaquin (route, dose, frequency, duration not provided). The pdrn reported the cause of the peritonitis was determined to be an environmental contaminant, however no specifics were provided. The patient¿s pd catheter (not a fresenius product) was reportedly removed (date not provided) and the patient transitioned to hemodialysis (hd) for rrt. The patient is recovering from the serious adverse events and will return to pd therapy once the infection has cleared. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy, pd catheter (not a fresenius product) removal, and transition to hd for rrt. The definitive cause of the peritonitis is unknown; however, the pdrn reported the cause of the peritonitis was environmental source. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Per the pdrn the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.